Manufacturer narrative:
The button error alarmed after boot up and there was an intermittent button response on the on the keypad due to corrosion. The unit had a slightly corroded battery tube. There was no unexpected battery out limit alarms, and no moisture damage on the electronic assemblies. The unit passed the displacement test and off no power test. The operating currents were in specification. The unit had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer called in to report a keypad anomaly and a battery out limit alarm during a bolus. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose level was 182 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.